Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that impedances were >4000 on all 3 combinations and they reprogrammed around all 3 combinations. The manufacturer representative was not aware of any environmental/external/patient factors that may have led or contributed to the issue. No patient symptoms were reported. No further complications were reported/anticipated.